Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received a scs system, including a percutaneous lead, on (B)(6) 2010 for bilateral low back pain. It was reported that the pt's stimulation had changed. The pt denied falling, repetitive activities or traumatic incidents. An -xray revealed that one of the leads had curled around and migrated; therefore, the pt could not feel any stimulation to the left lower back. The physician explanted and replaced the lead on (B)(6) 2011. No further pt complications were reported.